Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that the device did not record a low voltage alert, code 1003. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an alert that was triggered for elective replacement indicator (eri) but device had 9 months remaining a couple of months ago. Data analysis confirmed that the device was depleting normally. A small mismatch between the hardware measured coulombmeter and the battery voltage was noted. There was also a recent capacitor reform resulted in eri months sooner than expected. This device was explanted and replaced. No additional adverse patient effects were reported.